Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out due to water leakage.

Manufacturer narrative:
The reported event was unconfirmed, since the reported failure could not be reproduced. The device was used for treatment. Visual evaluation of the sample noted one used temperature sensing silicone foley with a cut portion of the drainage tubing within opened original packaging. The catheter balloon was inflated with 10ml methyl blue and water and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. This met the specification balloon shall inflate and deflate normally with use of syringe. Active length of the catheter balloon was measured (0.6995") and found to be within specification (0.60"-0.90"). The catheter was confirmed to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out due to water leakage.